Event description:
Breast augmentation in 4/82 with insidious onset of joint pain all over. Pt has developed fibromyalgia followed by short term memory loss, left breast pain, low grade fevers, recurrent sinusitis, chemical sensitivities, raynaud's phenomenon, recurrent upper respiratory infections & numbness & tingling in the lower extremities as well as chronic fatigue. Xeromammogram & ultrasound confirmed intracapsular rupture on the right side & intact implant on the left. As a result of systemic symptoms that may be associated with silicone implants as well as ruptured right implant & painful left breast implant, it is medically necessary to remove both implants & do a total capsulectomy.